Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to an electrical component problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: a kink at insertion tube causing a black image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope's image was not displaying during setup/inspection prior to clinical use. There was no patient involvement.